Manufacturer narrative:
During manufacturing the products are tested to ensure they conform to our specification for sale. Additionally, the report of infection is highly unlikely to be caused by the device itself. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus to ensure that the process is sufficient to prevent microbes/bacteria that would cause infection. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the patient developed a staph infection following implantation of a 2x9 xenosure biologic patch. Original procedure was on (B)(6) 2025 for a femoral endarterectomy with patch angioplasty and stenting. The patient returned on (B)(6) 2025 for an incision and drainage of the wound. The patient was discharged home with a wound vac and the wound is improving. The patient is still on antibiotics. The patch remains implanted.